Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was visually inspected and no obvious defects were observed. A console representing the current software version was used to test the sample. The radiofrequency identification (rfid) connectors were connected to the console and there was no response from the light emitting diode (led) rings. The probe will continue to function if the rfid is not read at the console, however, only at a reduced capacity. A block reader was then used to interrogate the rfid's programmed information, and the rfid's contained no written data (0's in blocks). As a result the probe did not display the correct cut rate. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not programmed on the tester after final assembly. Action was taken to determine root cause and perform corrective actions. Qa identified the primary contributors are related to operator error during material handling at the tester's and training. Action was taken to optimize the current equipment to ensure each probe is properly tested and good product moves forward in the process, and procedural enhancements to current process along with operator training. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut had normal aspiration during vitrectomy surgery with no harm to patient. The procedure was completed by replacing it with other pack.